Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: gim. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670. G4. PMA / 510(k)#: k231373. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, an unspecified number of tubes were stored at incorrect temperature. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, an unspecified number of tubes were stored at incorrect temperature. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: storage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.